Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that a malfunction alarm occurred and the pump stopped all insulin delivery. The customer's blood glucose (bg) level was impacted 400 (mg/dl). The customer stated the pump would be used to correct elevated bg level. The customer also stated the pump was noisy. It was indicated that the customer would continue using the pump until the replacement was received.